Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2013. During the procedure, the surgeon had trouble when squeezing the hand blade and it did not go in and out. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended. The blade extended and retracted as intended.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.